Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, no anomalies were found with either output connector. It was noted that the upper case was damaged and contaminated, one bail cover was broken, and the battery drawer was contaminated. (B)(4).

Event description:
It was reported the atrium/ventricle ports do not release the plug easily. The epg (external pulse generator) was returned for repair. There was no patient involvement.